Event description:
On october 30, 1998 an nellcor puritan bennett employee received information alleging an incident had occurred. Reportedly, a patient was being monitored with a marquette tram monitor and a n25 sensor. According to the hospital, "the sensor fell off and the monitor continued to provide numbers that were ok and did not alarm." The hospital reported that the patient "coded" and the staff resuscitated him/her. The staff expressed their belief that "everything is fine with the patient".